Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n310726, implanted: (B)(4) 2012, product type: screening device. Product ID: 8591-38, lot# d10031, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was getting stimulation for hip pain but got a ¿strong¿ ache in the left calf area after a period of time. It was noted that the caller got residual stimulation up to a ¿few hours¿ at times when she turned her implantable neurostimulator (ins) off. It was reported that the patient reprogrammed her device by reducing pulse width and decreased amplitude without change. It was noted that the residual stimulation affect her hip pain as well. It was reported that the stimulation got stronger when the patient placed her antenna over the ins without pushing any button. It was noted that when the company representative reprogrammed the patient, the patient stated that whatever the representative did ¿worked¿ without the representative making a change. It was further reported that the cycling was reprogrammed but it was unable to determine if the ins was cycling due to residual stimulation. It was noted that no diagnostics were performed on the device and no malfunctions were seen nor cause of issue determined. It was reported that the patient would follow up with her health care provider to determine the cause of the calf pain on (B)(6) 2013.

Event description:
Additional information received reported, the complaints were correlated to the spinal cord stimulation. The reporter stated the patient had lumbar stenosis with radicular pain.

Manufacturer narrative:
(B)(4).